Event description:
During review of the event history log, baxter technician found a failure code 808:03 which interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.